Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the needle came out of the devices. This happened while using two different devices and two different reloads. One of the needles fell off into the patient's cavity and was retrieved. No adverse events have been reported.